Event description:
It was reported there was an infection. The only detail known was that the patient was admitted to the hospital and had an infection around the pump pocket site. The patient was on intravenous (IV) medications currently. The managing physician was not caring for the patient at the hospital. The pump was planned to be removed due to the infection but the date remains unknown. The drug being delivered via the device system was unknown at the time of this report. No patient outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).